Manufacturer narrative:
B5 - h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated, that a 12.1mm vticm5 12.1 implantable collamer lens of -14.0/1.5/119 (sphere/cylinder axis) was found damaged, during injection/delivery into the left eye (os). The lens was not implanted, but touched the patient's eye. A replacement lens of the same model, size and similar power was later implanted. And this resolved the problem. H6: investigation findings: code 114, should have been reported in previous MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -14.00/1.5/119 (sphere/cylinder/axis), implantable collamer lens for patient's left eye (os), tore during injection/delivery on (B)(6) 2020. There was patient contact (lens touched the eye) with no patient injury. The lens was removed intraoperatively. A replacement lens was implanted on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.